Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt limb. After a guidewire was crossed, plain old balloon angioplasty was performed using a 5.0 x 40, 75cm mustang balloon catheter. However, during the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.